Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (image disappears during angulation) was confirmed due to damage on the charged coupled device (ccd) unit, the image disappeared during angulation in right/left directions. In addition, the bending section cover had a scratch and the adhesive on the bending section cover had a chip. A review of the device history record confirmed the device was shipped in accordance with specifications. It has been ten years since the subject device was manufactured. Based on the results of the investigation, the root cause of the image disappearing during angulation could not be determined. Likely causes of the event could be breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. This issue is addressed in the operation manual: chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system: inspection of the endoscopic image ¿confirm that the endoscopic image is displayed normally in wli and nbi observation. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ investigation activities have been opened to manage actions related to this report and any required MDR reporting. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that when using an endoeye flex deflectable videoscope, the image disappeared when the right angle was activated. There was no patient harm associated with the event.